Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer was unable to control arms 1 and 3. Arm 1 was lost initially with a monopolar instrument installed and when a power cycle was attempted, control of arm 3 was also lost. An intuitive surgical (is) technical support engineer (tse) guided through a power cycle with emergency power off (epo), which did not resolve the issue but allowed the logs to be viewed. No errors were visible at the time and all arms had a solid blue light. The tse then advised to reseat sterile adaptors (sa) and the instruments. The tse requested the customer to try and swap instrument control but the swap pedal, master clutch pedals, and energy foot pedals were also not functioning. The following troubleshooting steps were then attempted; however, the issue persisted. The footswitch panel was moved in and out, the instrument cables were replaced, manual assignment of instruments was attempted, and different user profiles were attempted which did not resolve the issue. The tse noted error 25581 (system advisories) which indicated possible issues with the fans for both master tool manipulators (mtm) left and right. The surgeon elected to abort the procedure. There was no report of patient injury. Intuitive surgical inc. (Isi) followed up with the reporter to confirm that the procedure was aborted and not completed laparoscopically or by open surgery - confirmed that surgery was aborted and rescheduled.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse found the right blue pedal was partially depressed, causing the microswitch to send to the system that the pedal was depressed. This caused the monopolar to carry on firing after the surgeon released the foot pedal and restricted the surgeon from switching arms. The spring was found to be clogged with dirt and dust. After the spring was cleaned and reseated, the system was tested and verified as ready for use. A log review confirmed the system usg418 had multiple 25581 errors during the partial nephrectomy procedure on (B)(6) 2022. This complaint is considered a reportable event due to the following conclusion: the customer aborted after the start of the procedure (after port incision) due to errors and difficulty controlling the arms on the patient cart of the da vinci system. The customer attempted to troubleshoot with no success and chose to abort the procedure to another time.